Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 487 while using the ilet system, with a period of missing cgm readings preceding the event and concern that insulin delivery, though confirmed by the device, was not being absorbed; the user was guided to perform a full infusion set and supply change on a cd set, and insulin delivery was confirmed afterward. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with plans to reassess for a downward glucose trend. Investigation included remote review of device performance and guided user troubleshooting focused on infusion set function and insulin delivery verification. Investigation of this case revealed that insulin delivery through the device was operational, and the presentation was consistent with a potential infusion site or absorption issue, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.